Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit alarm, or failed battery test alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating a blank display screen on their insulin pump. The patient's blood glucose level was 10.2 mmol/l at the time of the call. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer's insulin pump worked as designed after new batteries were inserted in the insulin pump. The customer was informed that a new battery cap will be shipped to them out of courtesy. The customer was advised to call back if the new battery cap did not solve the issue.